Manufacturer narrative:
Discarded, will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with patient identifier (B)(6) is compact plus system 1, medwatch with patient identifier (B)(6) is compact plus system 2.

Event description:
Caller reported blood glucose results 92 mg/dl on compact plus system 1, 200 mg/dl and 92 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.